Manufacturer narrative:
The device manufacture date could not be obtained as the serial number of the device could not be identified.

Event description:
It was reported via repair work order that the head end could not lower and was stuck raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end could not lower and was stuck raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.